Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with infection, wound dehiscence and erosion at the device site. The infection was not associated with any abbott product and/or procedure. The vegetation was noted on the both leads. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.